Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). In this case, the exact cause of the stenosis could not be confirmed. The patient¿s end stage renal failure could have contributed to the stenosis. However, it is possible that the decreased valve area was due to thrombosis, although not confirmed. The patient had been transitioned to oral coumadin due to suspicion of presence of thrombus on the bioprosthetic valve. The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), one year and three months post procedure, the patient passed away due to cardiogenic shock. The patient presented to the emergency department complaining of shortness of breath, chronic dry cough, fever, fatigue, and chills and nausea. Daughter of patient stated that patient was weak and could not ambulate by herself. She denied abdominal pain, sore throat, chest pain, constipation, and any specific pain. Patient was referred for possible valve replacement. Further questioning revealed that the patient recently saw her cardiologist, who noted that the patient's mitral valve regurgitation was progressing. Her cardiologist referred her to another physician for possible cardiac intervention. On physical exam it was noted the patient had a 4/6 systolic murmur and it was further noted that the patient's bnp was elevated at 6910, (previous readings taken was 5848.) Mildly elevated in comparison. The patient's troponins initially fluctuated between 0.9 and 0.12. It was clinically felt that this troponin elevation was connected to the patient's acute kidney failure exacerbated by her congestive heart failure. Nephrology was consulted and the patient underwent hemodialysis with great benefit. The patient's +4 pitting edema quickly resolved. And she was attended by cardiologists, who weighed options for further medical management of the patient's heart condition. Cardiology noted that the patient had acute diastolic congestive heart failure with moderate to severe bioprosthetic aortic valve stenosis. Medical records revealed, ¿the patient is only 1 year after valve implant, the most likely mechanism of this stenosis is valve leaflet thrombosis¿. Physician recommendation was for the patient to be transitioned to warfarin with heparin bridge until inr became therapeutic. Eliquis was stopped. The patient was to continue aspirin. Echo (while hospitalized) showed:  ef 45-50%, pg 70 mmhg, mg 32 mmhg, ava 0.5 cm2. Previous echo from about 2 weeks prior showed: ef 49%, pg 60 mmhg, mg 39 mmhg, ava 0.69 cm2. A previous echo from about 9 weeks prior showed: ef 55-60% pg 30 mmhg, mg 17 mmhg, ava 1.4 cm2, ¿normal function¿. The patient improved clinically until night #7 in the hospital, when she decompensated, became hypoxic, hypotensive, cxr showed pulmonary edema, developed cardiogenic shock and could not tolerate her normally scheduled hemodialysis (normally has dialysis 3x/week). The family made her ¿comfort care only¿ and she died.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.